Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one grip close cable is broken at the distal idlers and the pulley spins freely. Engineering believes the cable broke under tensile loading. Other cables at wrist are not damaged. The cable wear on pulleys combined with high blade closing force may have contributed to the breakage. Engineering also observed the distal end of the main tube has a section with material removed all around the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. The damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that the monopolar curved scissors instrument wire is broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.